Manufacturer narrative:
One ensite velocity¿ dws7 computer was received for evaluation. During investigation of the returned device, the computer was unable to power on. Internal inspection verified all mounting hardware was secure. It was confirmed the power supply unit (psu) was non-functional. A review of receiving inspection results for this serial number confirmed that no non-conformances were identified related to the reported event and the product met abbott specifications. Based on the information provided to abbott and the investigation performed, the root cause was isolated to the power supply unit.

Manufacturer narrative:
The results of the investigation are inconclusive since the electronic files from the reported event date were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial flutter procedure, the mainframe rebooted and crashed several times. Due to this issue, the procedure was unable to be completed. There were no adverse patient consequences. The main frame was replaced to resolve the issue.